Manufacturer narrative:
B5. Updated describe event or problem.

Event description:
It was reported that the speed was unstable. A rotapro console kit and 2.00mm rotapro were selected for use. During the procedure, it was noted that there was an abnormality of the rotation speed. The rotation speed decreases to 160,000rpm and increases to 200, 000rpm from the set rotation speed 0f 180,000rpm. The procedure was completed with another of the same device. There were no patient complications reported post procedure. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. Upon doing the second run, the device stopped advancing near the exit of the guide catheter and it was noted that the burr was stuck 1cm from the wire. Both wire and burr were removed together.

Manufacturer narrative:
B5: updated describe event or problem. The rotapro console was returned and evaluated. During investigation, the console did not pass the final functional testing as it did not meet acceptable range of expected specification for various tests. The investigation concluded the device consisted of a faulty motherboard. The reported event of speed issue was confirmed based on the investigation findings.

Event description:
It was reported that the speed was unstable. A rotapro console kit and 2.00 mm rotapro were selected for use. During the procedure, it was noted that there was an abnormality of the rotation speed. The rotation speed decreases to 160,000 rpm and increases to 200,000 rpm from the set rotation speed 0f 180,000 rpm. The procedure was completed with another of the same device. There were no patient complications reported post procedure. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. Upon doing the second run, the device stopped advancing near the exit of the guide catheter and it was noted that the burr was stuck 1 cm from the wire. Both wire and burr were removed together.

Event description:
It was reported that the speed was unstable. A rotapro console kit and 2.00mm rotapro were selected for use. During the procedure, it was noted that there was an abnormality of the rotation speed. The rotation speed decreases to 160,000rpm and increases to 200,000rpm from the set rotation speed 0f 180,000rpm. The procedure was completed with another of the same device. There were no patient complications reported post procedure.